Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. However the pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the pump device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 142 mg/dl. The customer states the drive support cap appears intact. The customer stated the pump was exposed to a high magnetic field; full body scanner. The customer stated they did receive a motor position encoder error. The displacement test was performed and passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.